Event description:
Ous MDR- after an implant duration of about 19 months, it was reported that the device could not be interrogated. No adverse patient side effects have been reported. The device was explanted.

Manufacturer narrative:
Ous MDR.